Event description:
It was reported that there were low out of range impedance value readings. Electrode impedance showed 1-2 pair at 29 ohms and therapy impedance showed 412 ohms. Impedance for c/0 and c/1 were both 427. The short was first noticed on the date of this report and the patient was programmed to c+0-1-, 4.4v, 60us, and 185hz. The patient was set up to have the implantable neurostimulator (ins) replacement on the date of this report. Longevity calculations were done based on current settings at both 590 ohms (13/16 months) and at current therapy with short (9/12 months). It was noted that the patient turned therapy off at night so longevity was redone at 16 hours a day and 590 ohms (20/23 months). There were no longevity concerns for the ins being replaced. The reason for explant was normal battery depletion. The device was used within the patient for treatment and there was no death. The patient had recovered without sequelae. Additional information received reported the patient¿s healthcare professional (hcp) was informed of the impedance issue and they decided to no do any further troubleshooting during the ins replacement. Impedance between contacts 0 and 1 was measured to be 29 ohms prior to the ins replacement and 32 ohms after the ins was replaced. No fractures or other physical issues were noted and the cause of the event was not determined. Refer to manufacturer report #3004209178-2015-07193.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type, programmer, patient. Product ID: 3387-40, lot# v001360, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v001360, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).